Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 460 mg/dl. Customer perform troubleshoot. Customer was treated with manual bolus for the high blood glucose. The device will not be returned for analysis. Frn-unk-rsvr, uno inf set.